Event description:
Customer alleges discrepant results with meter: patient 1: date: (B)(6) 2010, inratio: 1.3, retest inratio: 2.2. Patient 2: date: (B)(6) 2010, inratio: 1.3, retest inratio: 1.9. Patient's target therapeutic ranges are 2.0 - 3.0. Multiple patient s received 1.3 readings. Customer retested 2 patients with a different box of strips from the same lot.

Manufacturer narrative:
Investigation pending.